Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2 reference MFR report: 1627487-2017-01366. Note: both of the patient's leads are being reported because it is unknown which lead is liable. It was reported that the patient's lead had migrated. As a result, patient underwent surgical intervention to have their lead revised. Patient has improved stimulation coverage post op.